Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleging possible pump under delivery. The customer blood glucose level was over 350 mg/dl at the time of incident and the current blood glucose of the patient is 142 mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer state that auto mode feature was active. The insulin pump will not be returned for analysis.